Event description:
On (B)(6) 2012 the reporter contacted animas alleging that all keypad buttons are unresponsive. The button keypad won't move past the verify screen. The patient can hear vibrations/tones (for no prime, but the screen is not responding to button presses). Patient was swimming approx 20 minutes in a salinated pool prior to the pump not responding to button presses. There are reportedly no holes/rips/tears in the keypad, and no cracks/fissures in the casing. However, the battery cap has only been changed once in 2 years. No moisture is seen in battery compartment or behind the display. The pump is worn in a pocket and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The keypad buttons were responsive; the complaint was not duplicated at the time of testing. During investigation, evidence of contamination was found under all keypad contacts.